Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the gallbladder to treat acute cholecystitis during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2019. According to the complainant, after the second flange of the stent was deployed inside the scope, the physician was unable to push the stent out of the scope. The scope was removed from the patient with the stent stuck inside. The physician placed a clip to close the axios puncture site in the duodenal wall but was unable to access the gallbladder puncture site in order to clip it closed. A second hot axios stent was placed in a transgastric position from the pylorus to complete the procedure. The patient was monitored for 24 hours and was discharged after doing well. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.